Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. It was confirmed that ablation was performed outside pulmonary veins. The use of the varipulse¿ ablation catheter for ablations beyond pulmonary vein isolation may be linked to the higher-than-anticipated incidence of peri-procedural stroke or tia . In 70% of the cases of stroke or tia reported to bwi world-wide, patients received ablations outside the pulmonary veins. The safety and effective use of this device outside of the pulmonary veins for the treatment of atrial fibrillation has not been clinically established and may increase the risk of patient injury. An internal action is being followed to investigate neurovascular events with varipulse catheters. Importantly, the mechanism for an incidence of stroke is multi-factorial. The investigation also concluded that the risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The ifus (instructions for use) are instructions that provide detailed guidance on how safely and effectively use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
After a pulmonary vein isolation (pvi) ablation procedure with an unknown varipulse¿ bi-directional catheter, the patient experienced a coronary sinus cerebral vascular ischemic lesion. The issue was reported to the doctor. The procedure was a pvi posterior wall. 23 applications with this varipulse catheter. There were 3 micro emboli, and they were reversable. A varipulse catheter, vizigo sheath, trupulse generator, ngen pump, and carto 3 system were used for the procedure. The physician¿s opinion on the cause of this adverse event was the design of varipulse catheter. The interventions provided were MRI (magnetic resonance imaging), cti of the brain (imaging done to diagnosis or rule out a stroke), and ent (ear, nose and throat). The patient required extended hospitalization: they stayed in the same department until (B)(6) 2026 and was then transported to the neurology department and stayed there until (B)(6) 2026. Then he was transported to stay in a rehabilitation center. The rehabilitation center move was also due to a diagnosis of parkinsons¿ disease during the neurological exam. The patient's parkinsons' disease was not linked to the ablation procedure. The act (activated clotting time) before the procedure was 298 and after 10,000 heparin. The act during procedure was not taken. But after the first act, 2000 heparin was added. No sheath or catheters exchanges noted. One transseptal puncture site was performed during the procedure. The number of performed ablations was 23 (22 completed, 1 with only 2 applications) with pf (pulse field) energy. 16 ablations were performed within the pulmonary veins, and 7 (1 incomplete) ablations were performed outside the pulmonary veins. The patient¿s symptoms were resolved. No evidence of char or blood thrombus/clot during the procedure. The patient does have a previous history of stroke (risk of stroke/ vascular score: 3). The outcome of the adverse event was fully recovered (no residual effects). No sheath or catheters exchanges were noted. One transseptal puncture site was performed during the procedure.